Event description:
It was reported that during post-surgery processing, it was observed that the foot control device was not working. According to the report, the foot control device was not registering with the console device. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn. It was determined that the damage to the cord caused the device not to work. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling (user error) by using excessive pulling on the cord. This was further defined as user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.